Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to urinary incontinence. The cuff was too loose and would not close fully. The physician explanted the 5.5 cm cuff and implanted a 5.0 cm cuff. The patient was expected to fully recover.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the sizing issue and urinary incontinence was not confirmed. The product analysis did not confirm the urinary incontinence or a sizing issue. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The cuff was measured, and the device size was consistent with the reported information. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the component. Product analysis did not confirm a malfunction and is unable to confirm the reported sizing issue and urinary incontinence. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported event of urinary incontinence is included as potential adverse events within the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported incontinence is included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to urinary incontinence. The cuff was too loose and would not close fully. The physician explanted the 5.5 cm cuff and implanted a 5.0 cm cuff. The patient was expected to fully recover.